Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date on the initial report, filed earlier. Incorrect date of (B)(6) 2016 is being corrected to (B)(6) 2016. A product sample was received and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. A used viscous fluid control (vfc) assembly was returned and visually inspected. The vfc tubing set was connected to a glass syringe with silicone oil inside the syringe and around the 25+ gauge infusion cannula. The glass syringe was identified as a non-compatible 10 millimeter syringe from a different manufacturer. The customer's usage of a non-compatible component resulted in a potentially hazardous condition for the patient. The directions-for-use (dfu) clearly states the manufacturing site assumes no responsibility for complications that may arise as a result of improper usage of any part of the product. Use of disposables other than those of the manufacturer's may affect system performance and create potential hazards, such as in this case. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. The customer did not follow the dfu and utilized a non-compatible component. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room assistant reported that the needle was observed coming off the syringe during a procedure. The product was replaced and the procedure was completed. Additional information and product sample have been requested.